Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited pacing inhibition. Boston scientific technical services (ts) was consulted and suggested further testing on the lead. The clinician noted that since the threshold measurement was fine they would assess the lead at the next follow up visit. The patient was seen approximately three weeks later where it was determined that the lv lead had dislodged. The lv lead was electrically abandoned by programming the cardiac resynchronization therapy defibrillator (crt-d) to only pace in the right ventricle. No adverse patient effects were reported.